Manufacturer narrative:
The investigation determined that four non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq analyzer. A definitive root cause for the event could not be determined, however an instrument issue and/or pre-analytical sample processing cannot be ruled out. The investigation confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed as needed service to the incubator and signal reagent metering subsystems on the vitros eciq analyzer. System performance was verified by performing precision and qc testing. The instrument performance is being monitored to assure that expected operation has been obtained.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results on four patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. (B)(4).